Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic transverse colectomy, the knife stopped at about two centimeters from the proximal end at the second firing of functional end to end anastomosis on the ileum. The knife reverse switch did not function. The cartridge was blue. Then, the knife was returned to home position with the manual override lever but the jaws did not open. Eventually, the patient's side of the intestine was cut with a competitor device and then, the device was removed from the patient without opening the jaws. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n53f6w. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The gst60b reload was received with the one piece detached and fully loaded with staples. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button and the manual override worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.